Manufacturer narrative:
A temporal relationship exists between pd therapy, hypotension, feeling worse and the subsequent need for hospitalization, however there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or liberty cycler set and the adverse event(s). Additionally, there is no allegation or indication any fresenius device(s) malfunctioned or failed to perform as expected. There is however a likely association between the reported adverse event(s) of feeling worse and hypotension, and a possible breach in aseptic technique and subsequent peritonitis as reported by the pdrn on (B)(6) 2018. A supplemental MDR will be submitted upon device evaluation. Mdrs 8030665-2018-00181, 8030665-2018-00182, and 8030665-2018-00183 are 3 events for the same patient due to an ongoing peritonitis event.

Event description:
During a follow-up call for reported drain complications on (B)(6) 2018 the peritoneal dialysis registered nurse (pdrn) reported the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized from (B)(6) 2017 through (B)(6) 2017 for feeling ¿worse¿ (unspecified) and hypotension (value unknown). During a follow-up call on (B)(6) 2018 the pdrn stated the patient¿s peritonitis with abdominal pain, fever and cloudy effluent which began on (B)(6) 2018 had never resolved. The patient was evaluated at the outpatient dialysis clinic on (B)(6) 2017. Follow-up cultures could not be obtained as the patient was receiving antibiotics. The pdrn stated she believed the patient had worsening peritonitis which ¿caused or contributed¿ to the event(s). The patient also has a documented history of hypotension. The patient was ¿treated¿ until ¿stable¿ (specifics unknown) at the hospital and continued to perform pd therapy throughout the hospitalization. It is unknown if any fresenius device(s) or product(s) were utilized during the hospitalization. The patient was not connected to the liberty cycler during the hypotensive episode. The pdrn was unable to provide additional information as the patient has been discharged from home therapies to in-center hemodialysis (ichd

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.